Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the reported device was a non-abbott device; therefore no evaluation is needed.

Event description:
The xience xpedition stent dislodged from the stent delivery system balloon. It is unknown at this time if the stent remains in the patient. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information received reported that for this case, it was not an abbott vascular device. No additional information was provided.